Event description:
Consumer reported found 2 lantus pens that did not work with 2 pen needles. They clogged during the flow check. Pharmacy informed her to call bd and lantus. - dc lot # 3192193 catalog# unknown bd, 32g pen needle green tab. Does not have box. Date of event 05.08.2024 sample status discard.

Manufacturer narrative:
2 pen needles affected. Device is not available.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.